Event description:
During a treatment procedure to place a 12f titanium greenfield vena cava filter, the filter prematurely deployed and became lodged with the obturator. No pt injuries or complications were reported.